Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/11/2018 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200264929) for tight harness indicated on the source device which does not correlate to the customer reported issue.

Event description:
The customer reported the device had a broken latch. It was reported there was no patient involvement.